Event description:
Procedure type: cardiac surgery. According to the reporter: the sutures did not parachute down the valve smoothly, causing slight tissue trauma. The strand finer than a 2.0 causing tearing. The patient's status is fine.

Manufacturer narrative:
(B)(4).